Event description:
A customer reported obtaining unexpected negative reactions on the galileo.

Manufacturer narrative:
The instrument image files were reviewed by an immucor technical support specialist and found that the sample had been pipetted by two different probes when tested on (B)(6) 2012 (probe 1 on (B)(6 )2012 and probe 4 for (B)(6) 2012). Both ID plates were pipetted by probe 1. Repeat testing was performed with a different probe and positive (4+, 3+) reactions were obtained. Prove 4 was replaced. No additional unexpected reactions have occurred.